Event description:
It was reported that a one-link extension set had a leak during infusion due to a separation of components. The leak occurred right near the separation, below the extension set cap where the tubing is bonded to the one-link. The solution associated with the event is unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.